Event description:
Additional information reported the patient was discharged after ¿confirming the wound.¿ it stated that high bmi lead to trouble in relatively young women and should ¿be fixed in of this intrathecal baclofen item.¿

Event description:
It was noted the patient was not recovered. A follow-up report will be sent if additional information becomes available.

Event description:
Additional information clarified the the puncture was impossible under flouroscopy.

Event description:
It was further reported that the patient recovered and that this was unrelated to the investigational drug, not related to the catheter, pump, or programmer but it was unknown if this was related to the procedure. There were no abnormalities found in the pump side catheter. The ¿sterilizer was sucked out using the pump before re-securing the dislocated parts.¿ as earlier reported the erv was 13.2 ml and the arv was 12.0 ml and this was reported as ¿no abnormalities in variation rate.¿

Event description:
The birthdate was provided. This device system delivered gabalon.

Manufacturer narrative:
Concomitant products: product ID: 8781, lot# 0206929842, product type: catheter. (B)(4).

Event description:
It was reported the patient visited the hospital for a [pump refill. It was noted the ¿puncture¿ was failed and it was ¿unavailable under x-ray radioscopy.¿ it was reported the front and back reversal of the pump was observed after the marker of the pump was confirmed. It was noted that it was planned to open the pump pocket and return the pump to the normal position. It was reported the patient was hospitalized on (B)(6) 2014, for the repositioning operation and the ¿re-reverse was observed by x-ray at the preoperative check. On (B)(6) 2014, it was reported that 2 of the 3 sutures on the pump had come off. It was noted the drug was aspirated from the pump. It was noted the expected residual volume was 13.2ml and the actual residual volume was 12.9ml. It was noted the sutures were fixed.